Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised.

Manufacturer narrative:
Previously reported as revised on (B)(6) 2016, these product have not been revised. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's is experiencing pain, chromium and cobalt levels are elevated. The patient has not been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
It has been reported that the stem remains implanted. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00784301326, versys femoral fullcoat beaded stem, lot #60585756. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's is experiencing pain and chromium and cobalt levels are elevated. A revision is being scheduled.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. Review of identified device history records showed no manufacturing issues. This device is used for treatment. Devices were determined to be compatible. Complaint history review did not indicate any trends. Risk assessment did not identify any new risks. Medical records did not identify any operative issues. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.